Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. Reportedly, the customer delivered over 40 units of insulin and reported that there was "no ball of insulin" from the pigtail. The customer loaded a new cartridge and reported insulin drops were seen. The customer declined further troubleshooting. The customer's blood glucose level was not impacted.